Event description:
A valiant captivia stent graft system was implanted in a patient for treatment of a 55 mm in diameter and 116 mm in length saccular taa in zone 3. The left common carotid artery distal side is 34mm in diameter. The left subclavian artery distal side is 36mm in diameter. The proximal seal zone of stent graft is 33mm in diameter. The distal side of the proximal neck is 34mm in diameter. The proximal side of the distal neck is 36mm in diameter. The distal seal zone of stent graft is 29mm in diameter. Vessel morphology was reported as no calcification/ tortuosity/ dissection. There was mild thrombus in thoracic descending aorta. It was reported that on unknown date, the patient presented with paralysis from the right abdominal to the right limb. The physician stated it was unknown whether the device was related to this event. Neurologist diagnosed the patient as spinal paralysis. The patient is currently in rehabilitation training. On CT images, the stent grafts appeared to be located in appropriate position. The patient will have an MRI in the future and will be monitored by their physician. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (paralysis); (insufficient information; cause is unknown). Conclusions: (insufficient information; cause is unknown); known inherent risk of a procedure (paralysis).